Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation ablation procedure for atrial fibrillation, a farawave catheter was unable to be aspirated after insertion into a faradrive sheath. The farawave catheter was exchanged for a non-boston scientific corporation mapping catheter, and aspiration was successful. The faradrive sheath was discarded and replaced with a similar device, as it was suspected there was a tolerance issue impacting successful aspiration. However, after reinsertion of the farawave catheter, aspiration still was not possible. The farawave catheter was removed from the patient, and a bulging material deformation was observed at the connection of the catheter shaft and splines at the proximal radiopaque marker. The farawave catheter was replaced with a similar device, and the procedure was completed. No patient complications occurred. The farawave catheter is expected to be returned. The faradrive sheath is not expected to return as it was disposed.